Event description:
Customer reported damage to the rack pushrod, including a broken rack and a surrounding pushrod gasket that appeared melted or degraded. There was no adverse impact on the customer¿s blood glucose level. Technical support advised replacing the pump and informed the customer that certain cleaning agents could erode the pushrod gasket. The customer, whose pump was still under warranty, switched to multiple daily injections to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer on storing the damaged pump and returning it using a prepaid label within ten days, which the customer understood and acknowledged.